Manufacturer narrative:
As the lot number was unk, a device history review could not be conducted. The dfreturned implant was evaluated and found to meet specifications. The reported infection is the porbable cause of failure.

Event description:
An unknown type of implant failed, date of occurrence is not known. One person affected.